Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil, and helix extension length met specification. No other anomalies were found.

Event description:
It was reported that high pacing impedance was noted on the lead.

Event description:
It was reported during initial implant procedure, patient's right ventricular (rv) lead was dislodged. Loss of capture was also noted on the rv lead. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.